Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. A definitive root cause was not identified. Based on the results of the investigation, it is likely the following led to the malfunction: it could not be secured properly because the video connector latch was worn out. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center front clip was not holding in the device and not snapping in correctly. The issue was found during the procedure. There were no reports of patient harm.

Manufacturer narrative:
During evaluation, the following were found: the front clip was not holding in the device, not snapping in correctly, worn out video connector latch causing poor connection with pigtails, and unit had old software version 3.01. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.